Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, once the device was connected to the implanted leads, there was no pacing output; even after reconnecting several times, the patient's heart rate remained low as it was prior to implant. The device was replaced to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The field complaint of pacing anomaly was confirmed. The device was received from the field without telemetry, no output, and battery voltage at end of service. Device image could not be saved due to low battery level. Field information was requested but not available at the time of this analysis. Examining the device through x-ray did not reveal any anomaly. After cutting open the device case and replacing the original battery with a new power source, attempts to establish communication failed. The hybrid was evaluated by an outside lab and the results indicated that an overvoltage condition, which caused damage to the integrated circuits, consistent with external sources. However, the cause of damage is unknown, as there was no field information available to confirm any external sources. The original cell was analyzed by the supplier and found to be normal.